Event description:
It was reported that, "surgeon commented that pt had heterotopic ossification. As a result, pt had a limited range of motion. He removed femor and insert. Implanted ts femur with cemented stem and ps insert."

Manufacturer narrative:
An evaluation of the reported devices cannot be performed as they were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested but not made available. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report. The triathlon-ps femoral component cemented #4 right cat # 5511-f-402, lot unknown, was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's heterotopic ossification.